Event description:
Dr. Placed distraction device in pt. After latency, the pt was instructed to continue distraction. The pt came back in a few days and advised that the pin fell out of the distractor during distraction. Revision surgery performed 3/2002 to remove the device and place a bone graft.